Event description:
It was reported that a user of the ilet experienced multiple infusion set occlusion alarms over two days that only resolved after changing supplies, including four infusion sets, cartridge, and connector with the user's reported blood glucose high of 360 mg/dl investigation included remote troubleshooting focused on infusion set function and supply replacement. Investigation of this case revealed recurrent occlusions associated with the infusion set (contact detach) that resolved after supply changes, consistent with an infusion delivery obstruction at the set level. No symptoms associated to hyperglycemia that returned to range by the time of the call. Outcomes included interruption of insulin delivery due to repeated occlusion alerts and the need for replacement supplies, along with troubleshooting and education provided. It was concluded, based on previously established findings for similar reports, that the cause was a supply-related infusion set occlusion.